Event description:
Information was received indicating that a smiths medical hotline blood and fluid warmer was reported to be leaking fluid. The device was not returned for investigation and there were no reported adverse effects.

Manufacturer narrative:
Other, other text: one fluid warmer was received for evaluation. Visual inspection found the tank cover cracked, damaged front cover and worn plate clip. Device tank was filled with water, and powered on, confirming the reported customer complaint. It was noted to be leaking from a loose nut sealing the back of the float switch and the water reservoir. The problem source has been determined to be unknown.

Event description:
Ro# 1056805: leaking fluid. This is the third unit sent out for a swap because the replacements have been leaking.